Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was getting hanged. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips. As customer cancelled the service request, resolution remains unknown to philips. The same issue reoccurred after 8 days, and as a resolution the fse replaced the sibbox and hard disk. After replacement of the sibbox and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was getting hang. It is unknown if the system was in clinical use. No harm has been reported to philips.